Event description:
It was reported that the insulin pump alarmed an error. The customer's blood glucose was 180 mg/dl. The drive support cap was recessed. The discontinuation of the device was advised. The customer declined to return the malfunctioning device. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received unable to prime during the prime/a33 test and a33 alarm during the basic occlusion test due to protruded loose drive support disk. The insulin pump has minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).